Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the drive support cap was sticking out of the customer's insulin pump. The insulin pump would no longer rewind as the drive support cap would push out of the device and the motor would stop moving. The patient's blood glucose at the time of incident is unknown; 6.3 mmol/l was the patient's blood glucose at the time of call. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will not be returned or replaced as the device is out-of-warranty.